Event description:
It was reported that the electrode broke off underneath the patient's skin. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor, performed visual inspection and it failed per specifications. Found missing electrode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.